Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had previously been reprogrammed to remove right ventricular (rv) pacing due to this pacing being pro-arrhythmic. Additional information was requested from the field; however, none was available. The device was later explanted due to an unrelated reason. No additional adverse patient effects were reported.